Event description:
Sales agent notified sulzer orthopedics inc, on 10/8/97, of a uni-knee tibia baseplate that was found to be broken. Doctor found it on x-ray taken during one year post-op examination. It was noted that the pt was not in any pain and had not realized there was a problem.

Manufacturer narrative:
H6: method - device was not returnd, only implant photos and x-rays were evaluated. Results - pts active lifestyle caused failure. Conclusion - device failure attributed to pts excessive activity at home and work.